Event description:
The customer reported that the product locked up with tissue in the jaw. The surgeon was unable to release the device. Tissue on either side of the jaw was excised to remove the device. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.